Event description:
Consumer reports getting high readings with their plink. Readings indicate clark error analysis would be in the a range of the grid, however, consumer needed to go to ER for confirmation of readings.